Event description:
A diabetic nurse specialist reported that a child came to the clinic looking unwell. Readings of 5mmol/l to 7mmol/l were stored in the child's optium meter. An hba1c test was performed; this gave a reading of 12.3 mmol/l. The child's optium meter gave a reading of 7.5mmol/l with test strip lot# 40469, compared to a reading of 15.6mmol/l obtained on an xceed meter within 10 minutes. The optium meter being used by the child was not calibrated to the test strip lot being used. The child was admitted to hospital with diabetic ketoacidosis.

Manufacturer narrative:
The meter and test strips have been requested for investigation.